Manufacturer narrative:
14fr introducer returned for investigation. The returned introducer was inspected and there were no visual abnormalities. The introducer was able to be flushed without issue and the 3-way valve was tested and it functioned appropriately. Leak testing was performed with pressure up to 200mmhg and it passed. The valve was reverse tested where one exit was blocked off and a syringe with liquid was set to the other end with the valve in the 'off' position. No air was able to be sucked into the syringe confirming the valve worked properly. The cause of the issue was most likely as a result of an unintended use related issue as product functioned as intended with no abnormalities. The introducer kit passed all inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the peel away sheath. No patient harm was reported.